Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The patient is happy. Claim # (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Implant date: na. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -02.50/+2.5/093 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was due to user error.